Event description:
A malfunction alarm was reported with the code malf 9. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support with resetting the pump, and it was confirmed that the malfunction code did not recur. The customer was advised to contact technical support if any further issues arise, and acknowledged the instructions.